Manufacturer narrative:
(B)(4); device eval: 11oct2016. Evaluation- a review of the complaint history, device history record, documentation, instructions for use, manufacturing instructions, quality control and a visual inspection of the complaint device was conducted for the purpose of this investigation. The complaint device was returned under reported event 1820334-2016-01185 for a failure on the wire guide of the micropuncture transitionless stiffened cannula access set. The wire guide was not returned for investigation. This report, 1820334-2017-00176, was initiated to address the failure mode of the observed separation on the coaxial catheter component from the micropuncture transitionless stiffened cannula access set. Photographic images were received and evaluated. The ptwt-4.0-42-10 tubing displayed severe accordion type characteristics and elongation. The tubing was also found to contain flattened portions. The tubing, which has a specified length of 10 cm, was found to be 17.9 cm in length due to the material stretching during use. Additionally, the hub was found to be separated from the shaft of the component. Upon closer visual inspection of the hub, catheter tubing material was found to be present within the hub. This indicates that material separation had occurred, rather than fitting separation. It was reported that the event occurred when gaining access with the micropuncture introducer. It is feasible to suggest that the patient's pre-existing condition (very severe scar tissue) could have caused a significant amount of resistance during insertion and/or removal of the micropuncture introducer, which could have possibly contributed to the observed failure. There is no evidence to suggest that the product was not manufactured to specification. Based on the results of the analysis, further risk reduction is not required. We will continue to monitor for similar complaints.

Event description:
It was previously reported that a patient was undergoing an unknown procedure when the distal tip of the wire came off inside the patient¿s left groin. The broken fragment was retrieved with no harm to the patient. (1820334-2016-01185). Per additional information received on 12jan2017, the wire itself was not returned for evaluation but a coaxial introducer catheter was returned. It showed damage, stretching, and hub separation. As a result this report is being filed for the event of hub separation as it relates to the reported event. Per additional information received on 31jan2017, they [user facility] were performing an angio runoff. The separation occurred the day before. They were gaining access with the micropuncture, so the only device going through the sheath was the micropuncture wire. The patient had a very severe scar tissue area.